Manufacturer narrative:
Immucor technical support used a remote electronic connection method to view the electronic images of the test wells stored on the galileo instrument personal computer on 28nov2015. This remote viewing method determined that all testing well images appeared as they had been interpreted by the galileo.

Event description:
On 28nov2015, a customer reported some unexpected negative results when using anti-a (murine monoclonal) series 1 on a galileo instrument, when tested on (B)(6) 2015.